Event description:
Three devices (part number cp393-2) were returned to mxi service and repair. They no longer worked.

Manufacturer narrative:
The device (part number cp393-2) was evaluated and indicated that two of the samples tested by multimeter showed a lack of electrical conductivity, a sign of damage tot he cables (internal wire cut/ connection damaged). It was also noted that the last sample presented cuts on the surface of the coating. Note: this MDR is being filed as a result of an internal review of complaints from medtronic's mxi facility in (B)(4). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. Mxi CAPA (B)(4) was opened to address these issues. Medtronic's internal reference number: na. (B)(4).